Event description:
It was reported that after the physician connected the lead to the extension and the extension to the implantable neurostimulator (ins) during implant, impedances measured were greater than 4,000 ohms on all electrodes. The physician reportedly had difficulty inserting the lead into the extension connector. The extension was replaced and impedances were ok. The patient felt correct stimulation and was ok. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant product: product ID 7472-20, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type extension. (B)(4).

Manufacturer narrative:
Final analysis of the extension found no anomaly.

Event description:
Additional information was received which reported that the patient felt fine and was receiving effective therapy.